Event description:
It was reported that when using the bd pyxis¿ medstation¿ es went shut down unexpectedly and disconnected with a black screen. The customer checked and confirmed all cables were plugged in, and the switch on the back remained in the on position. And turned the switch off and then back on, and the machine powered back up. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident a technical support specialist tss dialed into the station and checked the logs but no current errors were found. Tss requested the exact date and time of the issue for further investigation. Tss confirmed that the station had only been rebooted once in the past week. Tss noted a power failure error related to the battery but no errors appeared afterward. Based on the logs it seemed the station had performed a power shutdown due to the battery and resolved itself after completing necessary updates during the restart. Since the issue had not occurred again tss indicated that the problem appeared to be resolved. The system functioned as intended after the technical support specialist investigated the device.